Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check, patient reported tenderness. Gingival swelling was observed. X-ray showed radiolucency. Implant was curretted and flushed. Implant failed to integrate.